Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was implanted on (B)(6) 2019. While the patient was in the hospital post ra lead implant a pause was noted on telemetry. It was determined that this ra lead had dislodged. This ra lead was successfully repositioned and remains actively implanted.